Event description:
It was reported that they were unable to adjust stimulation. The display was showing a ¿call your doctor¿ icon, which at first had looked like a key but after looking in the manual was determined to be the call your doctor icon. The patient also had increased shaking in conjunction with the patient programmer. Stimulation had been on when the caller left the patient 3 days prior to the date of this report but it had been off when she had gotten there. Further follow-up is being conducted, if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient used the patient programmer to turn off the implantable pulse generator (ipg). The patient had concerns about how to turn the device back on and the paresthesia that she experienced when the device was re-activated. Troubleshooting was performed over the phone to provide insight to the issue. The issue was resolved without further action. Instructions and reassurance was provided to the patient and friend. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0518g, implanted: (B)(6) 2013, product type: lead. (B)(4).